Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Patient reported "rupture with silicone leakage, severe breast pain and tenderness over a significant period, swelling and deformation of the breast, blockage of lymph nodes with silicone, lymphatic congestion and restricted use of the hand, occasional shortness of breath, fatigue and tiredness, restriction of mobility in everyday life, inability to work as a fitness trainer, lifelong increased risk of developing bia-alcl, depressive episodes, anxiety disorders, sleep disturbances, and persistent fear of further health damage or of actually developing cancer". This record is for the right side. Device has been explanted.